Event description:
It was reported that the user experienced hypoglycemia with a blood glucose of 60 mg/dl after delaying lunch, while the ilet displayed an ¿urgent low soon¿ alert; the user stated the device was in a pocket and was unsure the alert was noticed, and the alert volume was confirmed set to high. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included self-treatment with 15 grams of fast-acting carbohydrates using glucose tablets, with no hospitalization. Investigation included review of device alerts and user interaction with alarm audibility and acknowledgment. Investigation of this case revealed no device malfunction and suggested user-related factors, including delayed meal timing and potential missed alarm perception, as contributory elements. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.